Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue, but occlusion recurred. Customer reported self troubleshooting for the issue and it was determined the root cause for the current occlusion was an issue with the cartridge. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 350 mg/dl.